Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had reservoir lip ring damaged. The reservoir was unable to lock in place when inserted into pump. Customer super glued the piece together to try to get the reservoir to hold. Customer's blood glucose value was 155 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.